Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient went into ventricular fibrillation (vf) on (B)(6) 2018. The patient was shocked 3 times which converted to sinus. The patient went into vf again; however, the implantable cardioverter defibrillator undersensed and the patient was not treated. The patient expired that night.